Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. Global transmitter functional testing was performed and the transmitter passed with no deficiency. A receiver calibration and pairing test was performed and passed. Receiver download was reviewed and the reported issue of loss of connection was not confirmed. The reported issue could not be reproduced with the returned receiver. The issue of loss of connection could not be verified due to the transmitter and receiver not being able to successfully pair due to ta defective transmitter. The customer complaint of loss of connection was not confirmed. The root cause could not be determined post investigation.